Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed over a non- medtronic guidewire. Upon withdrawal of the delivery catheter system, the nose cone was not centered within the valve frame, and the valve dislodged. Subsequently, a second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 09-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed over a non- medtronic guidewire. Upon withdrawal of the delivery catheter system, the nose cone was not centered within the valve frame, and the valve dislodged. Subsequently, a second valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was deployed at an initial depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Following dislodge towards the aorta, the depth was above the sinotubular junction.